Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found cannula broken all parts still of the cannula are present.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor did not blink, and when it was removed, there was no wire, and they do not know if it is still in them. The customer's blood glucose level at the time of incident was 190mg/dl. The customer states the sensor cannula is not intact. Troubleshoot was conducted. The customer was advised that the sensor would be replaced and returned for analysis. The customer was concerned of cannula being stuck in their body. The customer was advised that it was not likely, but they should contact their health care provider about getting an x-ray.